Manufacturer narrative:
The account found that the trend follower was bent and the gas springs were bad. The account replaced and adjusted the trend follower and gas springs to repair the bed.

Event description:
The account alleged that the bed only goes partially into trendelenburg.